Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:user had high glucose value. Manufacturer contacted customer with follow up phone calls for knowing customer's condition; customer reported was hospitalized on (B)(6) 2016 with high glucose of 500mg/dl;customer was treated with IV fluids and medication to low the blood glucose levels;customer discarded on (B)(6) 2016; at the time of the follow up phone call,customer expressed that feel better.

Event description:
Customer complains of hi results (more than 600mg/dl).customer states that is not feeling well. Customer will seek medical attention if is not feeling well after the call. The customer's expected blood result is 150mg/dl-180mg/dl fasting. Verified the strips expire 3/14/2019. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained hi and hi. Reviewed meter memory: (B)(6). Memory concerns: hi.